Manufacturer narrative:
The reported event of oversensing noise, low pacing impedance, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the outer insulation and outer coil were compressed due to clavicular crush. An internal short was found between the outer coil and inner coil conductor paths and the inner insulation was found to be breached/abraded at the clavicular crush region. The cause of the reported event was isolated to clavicular crush.

Event description:
It was reported, that noise leading to pacing inhibition and low impedance, was detected on the right ventricular (rv) lead. The rv lead was removed. And insulation damage was visible. There were no adverse health consequences. The patient was stable.